Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. No issues were detected with the operation of the machine. The phaco power and vacuum were tested and were found to be within the specification. The technician was not able to identify an explanation for the event.

Event description:
During a cataract extraction procedure, the clinic reported a posterior capsular tear in the operative eye. A vitrectomy was performed, and an anterior lens was implanted. The patient is expected to have a good outcome.